Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus feature on the pump touch screen was intermittently greyed out and unresponsive. The customer¿s blood glucose level was 200mg/dl. No additional event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.